Event description:
Additional information received noted that increasing stim at the time of the patient services call resolved the lack of effect and therapy was working well.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0tqwf, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing loss of therapeutic benefit. The patient had started to have some leakage. Regarding any trauma/falls reported that could be related to this issue, it was noted: no. It was noted: no new activities either; however, said that patient had recently started to drink diet coke. Regarding is stim event reported related to positional movement it was noted: no. Troubleshooting/interventions and results were: adjust stimulation. The caller asked for direction on how to make adjustment, said that she hadn't used since the last call. It was noted: stim is on. The caller said that they hadn't received any specific programming direction from hcp (healthcare provider). The caller did not seem to have basic understanding of therapy: reviewed general information about stimulation sensation and programming. Patient/caller to follow up with hcp. Regarding would they consider this a sudden or gradual change in therapy/symptoms, it was noted: sudden. The caller said that it was working fine until earlier in the week. Event date: (B)(6) 2015. Compatibility guidelines were requested for the following: electrocautery. The caller said that patient is having colonoscopy in (B)(6). Summarized compatibility guidelines. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.